Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. There were no fluid leaks found in the test cassette during the test treatment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The mushroom head check passed. An interior inspection showed signs of dried fluid within the cassette compartment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient encountered an air detected in the cassette alarm during drain 2 of 2. The treatment was cancelled. The patient noted when they removed the cassette after the treatment they noticed fluid leaking inside the cassette door. The cause of the leak was unknown. During follow up the patient¿s pd nurse reported that there was no patient injury or medical intervention resulting from the leak. The patient used manual supplies to continue with peritoneal dialysis therapy until they received a replacement cycler. The patient has received their new cycler and is continuing with peritoneal dialysis therapy.